Event description:
It was reported the patient's blood glucose (bg) read "high" (>27.8 mmol/l,>500 mg/dl). The pod was worn on the patient's abdomen for between 5 and 24 hours.

Manufacturer narrative:
A tear was found in the unexposed portion of the soft cannula. When the distal tip was manually occluded, fluid diverted through the tear causing a leak along the fluid path. This in turn caused corrosion of multiple internal parts. The batteries, clutch spring and pcb showed heavy signs of corrosion. The device could not be downloaded as a result of this corrosion. The sma wire's resistance was measured to be too low, and out of specification. The cause of this is the corrosion of the pcb. The leaking of the pod through the damaged unexposed portion of the soft cannula confirms the symptom code of skin condition irritation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.